Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: dbs-lead fixation. Model: db-4600c. Serial: n/a. Batch: 25184268.

Event description:
It was reported that during the deep brain stimulation lead implant procedure, a new head frame was being used and the physician had difficulty getting it to secure properly. The head frame moved intraoperatively which caused the lead to move away from the target. The patient underwent a revision procedure the following day where the lead and burr hole cover were removed and replaced.